Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The two pans will not hold the broaches anymore. Update nov 18, 2016 - follow-up with the sales rep indicates the brackets are broken and the broaches were scattered in the pan.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search against the provided product code did not reveal any trend of device damage. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to confirm the reported event or determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.